Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination found slight damage to the distal tip. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a break in the hypotube 205 mm distal from the distal end of the strain relief and multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the device found no issues with the mid shaft, inner or outer polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located at the mildly tortuous and mildly calcified left anterior descending artery (lad). The physician wanted to maneuver a 3.50x16mm promus premier select stent delivery system (sds) into the patient, but the shaft of the catheter broke. The broken part was removed with a snare. The procedure was completed successfully with another stent. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located at the mildly tortuous and mildly calcified left anterior descending artery (lad). The physician wanted to maneuver a 3.50x16mm promus premier select stent delivery system (sds) into the patient, but the shaft of the catheter broke. The broken part was removed with a snare. The procedure was completed successfully with another stent. No patient complications were reported.